Manufacturer narrative:
On (B)(4) 2016 an ocd field engineer (fe) arrived at the customer site and verified the condition. The fe spoke with the customer and was informed that some of the bar codes had white lines through the codes indicating issues with printing the codes. The fe proactively readjusted the sample camera per the service documentation. The fe verified operation in provue st. Repairs have returned this instrument to expected operation.

Event description:
The ortho provue misread sample ID (B)(6) as (B)(6). No incorrect or erroneous results were reported as a result of this incident. (B)(4).